Event description:
Unit is arching and sparking at the power connector to the trolly.

Manufacturer narrative:
H6:the trolly (console) was evaluated by the viasys failure analysis lab tech and a problem was found with the trolley (console) that could have caused the reported arcing and sparking issue, however, the melted power cord/fire and smoking/burning smell was not duplicated. The tech spoke to the viasys service personnel and they stated the power cord is a user installed item. From what was found it appears the power cord was not fully seated when installed and this caused arcing and sparking which could also cause the hot smell and buzzing reported. The customer was shipped a replacement trolley (console) on replacement sales order 3 c-svc 128912. The viasys field service rep. Installed the new trolley (console) and ran the system through a complete checkout to ensure that it meets all factory specifications. Upon completion the system was returned tohe customer's control ready to be placed back into service.